Event description:
It was reported that during a low anterior resection procedure, the anastomosis wasn't complete. The posterior part was partially stapled but the anterior part was open. The plastic washer wasn't cut and part of the knife was crushed. The surgeon had to hand sew the tissue in order to create the anastomosis.